Event description:
On (B)(6) 2011, I felt pain at the incision location of my 2006 total hip replacement and phoned to make an appointment; doctor office said they couldn't get me in till (B)(6); on sunday (B)(6) when standing up from a sitting position, my left hip collapsed/popped out. I had my left hip replaced in 2006 and my right in 2007 both implanted with depuy pinnacle acetabular cup with ceramic/polyethylene liner. I collapsed practically taking down a display case. My wife got in touch w/ the doctor in (B)(6) and we drove directly to emergency room. We did not see the x-ray in the ER, but the doctor said it showed the ceramic ball was shattered and that I needed surgery. I was sent home from the emergency room sunday night in incredible discomfort. (My leg was hanging from my hip) on crutches and a prescription for norco (vicodin and tylenol) and told they would call monday to give time for surgery. They called and it was told to be friday (in five days). This would not work for me for obvious reasons, like a pain level of 12 of a scale of 1 to 10 and our fear of infection or blood clot my brain or gangrene for starters. After major screaming / crying / threatening and speaking with the doctor monday night, my wife took me back early tuesday and I had surgery on tuesday afternoon (B)(6). An entire replacement except for one area in the femur that remained. Dates of use: (B)(6) 2006 - (B)(6) 2011. Diagnosis or reason for use: severe osteoarthritis.